Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing that began following implant and resulted in several false mode switches. Additionally, low out of range rv pacing impedance measurements less than 200 ohms was observed more recently. Boston scientific technical services (ts) discussed troubleshooting options. The root cause was not determined, no interventions were undertaken and monitoring will be continued. This product remains implanted and in service. No adverse patient effects were reported. It was reported that the pacemaker had been reprogrammed to aair due to the known rv lead issue. Following a recent in clinic programmer interrogation, the patient's heart rate increased to the 130 beats per minute (bpm) range and then slowly decreased. The patient also stated that they frequently feel their heart rate increase into the 124-130 bpm. A health care professional (hcp) contacted ts to inquire if the high rate could be due to the minute ventilation (mv) feature pacing at the maximum sensor rate due. Ts reviewed the latest remote home interrogation data, which, showed a decent amount of atrial pacing at 130 bpm in the atrial activity histogram , which, ts noted could only be mv sensor pacing as the accelerometer was set to passive. Further review of device data in the remote home monitoring system noted a signal artifact monitor (sam) episode resulting in the mv vector switching. Upon further review, ts noted that the sam episode was a false/positive due to external electromagnetic interference (emi), however, when the episode occurred, the mv vector switched from the ra lead to the compromised rv lead. Ts noted that since the rv lead is unstable, it was likely causing erroneous or unintended sensor pacing, which, was the reason for seeing a lot of pacing at the maximum sensor rate of 130 bpm with no activity. The hcp indicated that the patient had already left the clinic, so ts discussed the option of bringing the patient back in and programming the sam parameter vector selection from auto select, to just the ra lead. The hcp agreed with the recommendations and plans to schedule the patient for a future in clinic visit to make the programming changes. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited noise and oversensing that began following implant and resulted in several false mode switches. Additionally, low out of range rv pacing impedance measurements less than 200 ohms was observed more recently. Boston scientific technical services (ts) discussed troubleshooting options. The root cause was not determined, no interventions were undertaken and monitoring will be continued. This product remains implanted and in service. No adverse patient effects were reported.